Event description:
Customer reported that the v60 ventilator went to ventilator inoperative with error message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.